Event description:
Consumer stated that the rubber was loose. This event happened in (B)(6).

Manufacturer narrative:
This complaint has not been confirmed. The device has not been returned to the manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible product malfunction (device separation) that could potentially result in serious injury. Medical intervention may be required if parts of the device is swallowed and goes beyond the pharyngeal arch.